Event description:
It was reported to philips that the device displayed the service required and ECG equipment malfunction message. Additionally, there was a red x and chirp. There was no reported patient or user involvement and no adverse patient/user impact.